Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels ranging from 200-250 mg/dl. The customer was uncertain of the suspected cause. The customer delivered manual injections, boluses, and drank water to address their bg. The customer stated they were working with their healthcare provider to adjust the settings on the pump.